Event description:
It was reported that a spectrum pump was alarming for system error 105. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported system error 105 was confirmed. The deficiency was caused by a failed motor (flex). The motor was replaced.